Event description:
The lower part of chamber had detached. The set was applied at the ICU operation room and when the pt was moved to the general ward the detachment occurred.

Manufacturer narrative:
The sample is currently being sent to the manufacture for analysis. A supplemental report will be submitted upon receipt of sample and completion of the investigation.